Event description:
During screening externalized conductors were noted. Electrical measurements were normal. The lead will be left in-situ and monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.